Event description:
The customer reported that the insulin pump alarmed while priming. The blood glucose reading was 320mg/dl. The customer stated that she forgot to give herself insulin, which caused the blood glucose to rise. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device was received with cracked display window corner, cracked battery tube threads, scratched screen, and cracked reservoir tube lip.